Manufacturer narrative:
An initial evaluation of the scope confirmed the nozzle has cavity/gap and as glue was applied incorrectly. Also, the dried liquid droplets were noted inside the channel. Additionally, distal end plastic cover is scratched. The connecting tube is scratched. There is deep scratching on the scope cover near the control body. The coil pipe plate is deformed and the light guide tube coating damaged/scratched. It was noted the scope was returned to olympus for repair on (B)(6) 2021. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the customer that the when the evis exera iii colono-videoscope was received back from repair, during receipt inspection "the glue on the back of the spray pipe was observed to be defective as it is completely open and there is a gap between the distal end cap and the spray pipe where dirt and moisture now enters which cannot be cleaned". Additionally, the scope is also not dried properly, there are all kinds of water droplets in the biopsy channel." No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, water droplets came out of the biopsy channel of the device returned from repair likely due to inadequate drying inside the channel, or the temperature and/or humidity change from storage environment, etc. There was a gap between the nozzle and the c-cover, which cannot be cleaned by correct reprocessing. This is likely due to the facility staff was less trained in reprocessing and/or device handling. Olympus will continue to monitor the field performance of this device.